Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and in reviewing the error logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. The unit powered on showing a blank screen. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the customer contacted technical support to report that the left eye on the surgeon side console (ssc) was blank. The customer disconnected the ssc's ac power from the system, checked the blue fiber connection to the ssc to confirm it was clicked in, and rebooted the system to normal mode, however, the issue with the left eye persisted. The customer elected to continue the procedure as planned using only one eye. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the high resolution stereo viewer (hrsv) was replaced by the fse during the same surgical procedure. The surgical procedural delay was less than 15 minutes due to the required hrsv replacement. There was no injury to the patient as a result of the issue and the surgeon did not experience any adverse effect as a result of the dizziness experienced due to previously using only one eyepiece. Following replacement of the hrsv, the procedure was continued and completed robotically with the original configuration/da vinci system.